Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d366 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. (B)(4), is still pending. A supplemental report will be filed when the service order report is complete. The kit was returned for analysis. An examination of the kit confirmed the leak. The analysis of the kit indicated that the upper bearing stop could be moved axially along the drive tube and that there was a groove on the side of the bearing stop that faced the upper bearing. These are signs that the upper bearing stop had delaminated which in turn caused the drive tube to leak. The root cause of the leak is, most likely, upper bearing stop delamination which allowed the upper drive tube to twist and break. The leak occurred at the site where the drive tube had twisted. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report an alarm #7: blood leak (centrifuge chamber) alarm during kit set up. The customer stated that it was possible that she potentially brushed her finger against the leak detector during the installation of the drive tube. The customer was able to successfully clear the alarm. The customer called back to report a blood leak inside the centrifuge chamber at over 1 liter of whole blood processed. The customer reported that the patient was in stable condition and that they were going to put the patient on another instrument. Service was requested. On (B)(6) 2016, the customer reported that the leak was related to the drive tube, but the drive tube did not break. The kit was returned for investigation.

Manufacturer narrative:
Service order report, (B)(4), feedback: the service technician cleaned the instrument and replaced the leak detector strip. The system checkout procedure was then successfully completed. The information contained in this service order report does not affect the codes that were reported in the initial medwatch for this complaint. (B)(4).